Event description:
The home pt reported a 2240 alarm during the initial drain of automated peritoneal dialysis with the homechoice machine. The pt disconnected the pt line of the homechoice cassette from the solution bag and then reconnected. The treatment was discontinued and restarted with new supplies. There was no pt injury or medical intervention reported by the home pt.